Manufacturer narrative:
Approximate age of device: 5 years 1 month (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was having chronic low flow alarms, despite adequate volume, asymptomatic. Patient had multiple cracks in driveline (dl) with stable rescue tape. No power spikes, other alarms noted. The log file was filled with low flow events. There was no evidence of any type of perc lead shorting issue in the log file. The dl data was normal so there was no indication of conductor breakdown. The low flow events appeared to be a patient related issue not device related. The reported perc lead outer jacket tears appeared to be cosmetic only at this time. Patient was admitted on (B)(6) 2019. Echo was performed: right ventricle function was okay. Inflow cannula was in a good position. Pulmonary index increased from 6 to 7 when fluids given. Intermittent alarms stopped once 1l of IV fluid was administered.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion analysis of the submitted log file confirmed frequent low flow hazard alarms; however, a specific cause for this finding could not be conclusively established. A direct correlation between the log file findings and heartmate ii left ventricular assist system (lvas), serial number: (B)(4). Could not be conclusively established through this evaluation. The reported cracks in the patient¿s driveline could not be confirmed through this evaluation. The submitted log file contains approximately 1 hour and 27 minutes of data, from 10:44 through 12:11 on (B)(6) 2019. Frequent low flow hazard alarms were captured for the majority of the file. Estimated flow was captured at 2.4 lpm for each of these events. Overall, power ranged from 3.2-3.8 w, estimated flow ranged from 2.4-3.0 lpm, and average pi was between 3.4 and 6.9. No additional atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the file. The system appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas, serial number: (B)(4) and no additional complaints have been reported at this time. The heartmate ii lvas instructions for use (IFU) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This document also contains information about the system's alarms (including low flow hazard alarms). The IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.